Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The patient presented with chest pain. The target lesion was located in the coronary artery. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilatation in a percutaneous coronary intervention (pci). However, during the procedure the balloon ruptured. The procedure was completed with a different device. The patient has fully recovered.